Manufacturer narrative:
(B)(4). Concomitant medical products: m/l taper femoral stem with kinectiv technology (00-7713-011-00, 61288750), versys femoral head +0 (00-8018-036-02, 61350162), trilogy acetabular shell (00-6200-056-22, 61310936), trilogy acetabular liner (00-6305-056-36, 61320660). Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent right total hip arthroplasty. Subsequently, patient underwent a revision procedure due to pain, instability and metal related pathology. Right hip posterior instability due to poly liner damage with vertically orientated acetabular component metallosis 2 nd trunnion wear at modular neck & stem interface. Right hip instability with occasional aches/pains; while golfing noticed clunking & clicking sensation. Tissues stained with gross greyish black metallosis type tissue. Attempted to remove neck from trunnion but was not easily removable. Removed cup ¿ noted well-fixed in several areas (50%), but noted no bone attached upon removal. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00503, 0001822565-2020-03875 , 0001822565-2020-03883, 0001822565-2020-03882.

Event description:
It was reported that patient underwent right total hip arthroplasty and was subsequently revised 10 years later due to pain, instability, cup migration, liner wear, and metal related pathology. Operative note reported instability due to poly liner damage with vertically orientated acetabular component. Metallosis 2nd trunnion wear modular neck and stem interface. Tissue stained with gross greyish black metallosis type tissue on both acetabular and femoral components. Cup. Liner, head and stem revised. Attempts to obtain additional information have been made; however, no more is available.